Event description:
It was reported that during a vt ablation, the device went into a reset bvvi with no defib capabilities. The device was restored during that time. Later the patient felt the device vibration. Upon interrogation, back up vvi mode without vf therapies was again observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.